Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 7304 implantable cardioverter defibrillator (ICD) 2007-(B)(6), 6949 implantable tachy lead 2007-(B)(6), 4194 implantable pacing lead 2007-(B)(6), (B)(4).

Event description:
It was reported that the atrial sensing was low. It was noted that it may have been low due to the patient¿s valve surgery in 2012, however at the lead revision it was noted that there was little to no slack on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.